Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, when the surgeon was closing the vaginal vault, the needle popped off the strand prematurely. Another suture was used to complete the case. There was no patient injury.